Manufacturer narrative:
A.2: this value is the average age of the patients reported in the article as specific patients could not be identified. A.3: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. D4, g4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Joshua l wang md, ryan g eaton md, joravar dhaliwal md, chi shing lam bs, david s xu md, stephanus v viljoen md, andrew j grossbach md infinity: a prospective trial for safety and accuracy of navigated posterior cervical and thoracic instrumentation in long-segment fusions journal: spine doi:10.1097/brs.0000000000005104. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a prospective trial for safety and accuracy of navigated posterior cervical and thoracic instrumentation in long-segment fusions  the following medtronic devices were used: medtronic infinity occipital-cervical-thoracic (oct) implants. Among all patients adverse events / device product performance issues included: no adverse events related to use of navigation or screw malposition;  there were no intraoperative complications, no neurologic compromise, and no intraoperative durotomies due to navigated screw placement. One incidental durotomy during decompression (repaired primarily, no ongoing csf leak); two wound dehiscences (one suprafascial without purulence; one with subfascial purulence requiring washout/debridement and culture-guided antibiotics; both healed); two temporary neurologic deficits in patients who also underwent anterior procedures (partial recurrent laryngeal nerve palsy after anterior exposure; c5 palsy that improved with physical therapy); screw placement accuracy on postoperative CT showed 95% grade a/b (good) overall, with 25 screws grade c or worse (=2 mm cortical breach) characterized by malposition direction as follows¿cervical: predominantly caudal (11), plus lateral (1) and medial (1); thoracic: lateral (9), inferior/caudal (2), and superior/cranial (1). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: report source corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.